Event description:
Additional information was received from a healthcare provider (hcp) indicating the patient's other medications included clonazepam, oral baclofen, and tetrabenazine. The patient's pertinent medical history included generalized dystonia needing management with the baclofen pump and deep brain stimulation. Actions/interventions taken to resolve the issue included replacing the refill of medicine in the pump which was sent for a cbc (complete blood count). The cause of the volume discrepancy and discoloration were unknown. The hcp would continue to monitor for volume discrepancies. The discoloration issue had been resolved. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen, dose and concentration not reported. The indication for use was intractable spasticity. The expected volume was 3ml and the actual 1ml. Per the reporter the fluid that was aspirated from the pump was cloudy/murky, reddish brown. The healthcare provider stated he felt the color was so brownish/red that it would not be from a needle stick. The fluid that was sent off for a culture with results: xanthochromic, 6878 rbc/mm 3 wbc/mm and culture negative. Per the healthcare provider there was no partial pocket fill at the previous refill. No patient symptoms, other medications the patient was taking, patient's pertinent history, actions or interventions, the cause of the volume discrepancy and discoloration, and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.